Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30-39 mg/dl. Low bg cause was not known. Customer lost consciousness and had a seizure. The customer¿s spouse provided orange juice and candy to address bg. Customer did not sustain any injuries. Recommendation was made to consult with a healthcare provider to discuss diabetes management.